Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, no damage could be seen nor manufacturing defect. Analysts were able to successfully prime the product without difficulty. There were no air bubbles detected. No fault was found with the returned product. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical cadd administration sets - flow stop had air in the tubing distal to the downstream of the pump ,where alarm would have occured but had not alerted. A patient was receiving parenteral nutrition in a central venous line of a child. The caregiver noticed the air when finishing the completion of 1600/ml / 2 pm. So therefore, is was noticed during flushing and caught before entering child's vein. Air embolism in central line may cause be risk for circulatory collapse. Lot numbers were provided with four related complaints. Lot number : 3863407 related to this complaint.